Event description:
Pt implanted in 2006 with two patches; had two hernias - one below navel, another on the right side. Was in hospital for 13 days, due to complications from the procedure. Experiencing constant pain in right side -feels like something moves when rolling over on her side. Skin is warm at repair site. Also experiences intermittemt "poking" pain from the inside out.